Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a burn like irritation on her back and chest under the therapy electrodes. There are no allegations that the patient was treated. The patient was prescribed ssd 1 percent cream for the irritation by a physician. Follow up indicated that the he irritation is going away as well, but is still showing some red.